Event description:
Patient at birth was a 26 week 4 day gestation premature infant admitted to nciu with respiratory distress, intubated and maintained on mechanical ventilation until respiratory status improved and patient was extubated to nasal CPAP at age 10 days. At age 12 days, skin irritation was noted on nasal septum, hydrocortisone cream was ordered. At age 13 days, cannulaide skin guard was applied to nares/face for skin breakdown and nares irritation. At age 21 days, necrosis of the inferior portion of the nasal septum was noted. Ent consult obtained, assessed patient and opinion is patient will need reconstructive surgery in the future to repair the nasal septum.

Manufacturer narrative:
The warnings section of the instruction for use state: "use of this device can cause nasal septum erosion, necrosis or permanent nasal damage". "Frequent observation of the neonate and prong position is essential". "If nasal irritation is observed, discontinue use immediately". Nasal septal erosion and necrosis are listed in the adverse events section of the instructions for use.